Manufacturer narrative:
An event regarding disassociation involving an unknown femoral head and unknown accolade stem was reported. Shell malposition was confirmed following a review by a clinical consultant. Altr was also discussed by the clinical consultant this was not confirmed. Method & results: - device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. - medical records received and evaluation: a review by a clinical consultant noted: cup malposition in absent anteversion plus medialized position with possibly also some heterotopic ossifications and patient obesity have contributed to an overload condition is the arthroplasty with catastrophic trunnion failure requiring revision. - device history review could not be performed as the device lot is unknown. - complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: "cup malposition in absent anteversion plus medialized position with possibly also some heterotopic ossifications and patient obesity have contributed to an overload condition is the arthroplasty with catastrophic trunnion failure requiring revision." No further investigation for this event is possible at this time. Further information such as device details, return of device, operative reports, & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
Hip revision (left) . Head was disassociated on xray. Everything came out. Zimmer components went in.